Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a pump that was infusing an unspecified medication was reprogrammed from 2mg every 10 minutes to 3mg and after 3 hours the patient went into respiratory arrest. The patient did not sustain a long term adverse outcome.

Event description:
The facility stated they thought the patient received too much medication.